Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. Episode #23 has no egm waveform available when viewed with programmer. Plot view states "entire episode not shown due to display limitations." Printed egm shows mismatch between waveform and markers. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an entire non-sustained ventricular tachycardia episode was not shown on interrogation due to display limitation. This issue is a bug in the firmware the device remains in use. No patient complications have been reported as a result of this event.